Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as high; cause was due to malfunction alarm. Customer delivered a correction bolus via pump to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.